Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00250 for the patient return grounding pad, manufacturer report # 3005099803-2012-00258 for the leveen needle electrode and manufacturer report # 3005099803-2012-00251 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode, a rf 3000 radiofrequency generator and a patient return grounding pad were used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had hepatocellular carcinoma, with an 11x9x8cm tumor in the cranial portion of the right liver lobe. Reportedly, the ablation took 3.5 hours to complete. At the end of the procedure, during removal of the grounding pads, a single burn was discovered on the patient's left thigh. The second degree burn was treated with a wound bandage. Despite the burn, the patient was reported to be in stable condition post procedure. Additional follow up confirmed that the pad burn had resolved, and the patient left the hospital in good condition.

Manufacturer narrative:
The reported lot number (181752) could not be matched to the reported device (B)(4). Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.